Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart .the customer¿s blood glucose level was 170mg/dl at the time of the incident. Troubleshoot was declined by customer. Customer states a temp basal was not programmed before alarm occurred and states the pump was not stored or not in use for an extended period of time. The insulin pump will not be returned for analysis.